Event description:
It was reported the pt experienced increased baseline pain following a fall. Someone had pushed on the pt's walker causing him to fall backwards "directly on" his leads. The pt was at home at the time of the report in fair condition. The pt was directed to contact the physician. Additional info has been requested from the hcp, but was not available as of the date of this report.